Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one drive cable being broken at the distal end of the snake wrist. The cable segment sticks out from the snake wrist and the wrist is unable to properly straighten due to the cable breakage. The pitch/yaw motion is no longer smooth. The other wrist cables are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the maryland dissector instrument was noted to have a broken cable. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.